Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced high blood glucose with blood glucose of 337 mg/dl at the time of the incident. The customer was at 500 mg/dl at the time of the call. The customer used manual injections and fast acting insulin to treat. The customer was wearing the insulin pump during the incident. The pump had alarmed power loss or battery not working. The pump fell and the customer was unable to place a battery into the pump. The pump had a blank display. Troubleshooting was not completed due to the display issue. The insulin pump will be returned for analysis. Frn-mmt-332-reservoir

Manufacturer narrative:
Device power up properly after battery installation. No blank display noted. However, device had unresponsive buttons due to flattened (creased) esc and act buttons dome switch. No unlocked lcd keypad connector noted. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify battery out limit alarm due to unresponsive button. Device had cracked reservoir tube lip, no cracked or damage battery tube spring noted.